Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2006 and (B)(6) 2010 and (B)(6) 2012 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel hernia patch (device #1) and/or ventralex (device #2). As reported, the patient is making a claim for an adverse patient outcome against the composix kugel patch (device #1) and ventralex (device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."